Manufacturer narrative:
The investigation was inclusive as no logs were available. However, resetting the patient database was effective in resolving the issue.

Event description:
It was reported the epiq cvx ultrasound system froze during an unspecified structural heart procedure and required multiple restarts. The system was in clinical use at the time of the issue. There was no injury associated with this event. The field service engineer evaluated the system. The system passed all tests and all imaging modalities working as designed. The hard drive was found to be 87% full and it was recommended to clear the data. Philips has started an investigation for this complaint.